Event description:
It was reported that due to the patient's anatomy the left ventricular lead could not be placed during the implant procedure. The lead was removed and not replaced at that time. The patient was scheduled to have an epicardial lead placed at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found; the full lead was returned and analyzed. Blood/body fluid was noted on the distal conductor(not obstructed).